Event description:
It was reported that approx. 2 months after the implantation, this lead was explanted due to shock impedance measurements out of range (> 150 ohms). No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. Between 56 cm and 58 cm distal to the is-1 connector pin, the inspection revealed a rubbed through insulation. In this region, the insulation and the coating of the conductor cable to the ring electrode were damaged, and the conductor cable to the shock coil was found fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress in the implanted state due to constant friction against another implantable device, such as the nearby lead, which was also evident on the provided diagnostic image. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.